Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and system logs found a significant number of u 02 errors logged as well as c 06, m 18, m 11, m 02, 1 8a, 2 8a. Visual inspection noted no issues which may relate to the reported event. Failure analysis inspection was able to confirm the reported issue via c 00 error in erbe logs from but was unable to replicate on site. Unit tested on system, all operations successful via all ports. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer encountered a repeating u 02 fault on the integrated electrosurgical unit (iesu) erbe. The customer power cycled the erbe multiple timed without success. The technical service engineer informed the customer that the erbe needed replacement. There was no report of patient involvement.